Event description:
The customer reported to olympus, that the image on the camera head was blurry during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of blurry was confirmed. Additionally, related error code "e215" was displayed. The error message and the blurry image were both caused by a faulty cable. Moreover, additional damage of intermittent sense of switch depression due to worn out switch board was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU) addresses this failure: ¿if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.